Event description:
The following has been reported: "error 49 - 004 (backup capacitor issue). We diagnosed a faulty power source board on the device. Power source board was changed to new one. After repair performed quality control. Device is funcional and safe." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis. However, suspected defective power board was sent back as a spare part to be investigated. Upon reception, the subject part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed using a agilia sp test bench. Maintenance test 21 was launched. Super capacitor charged normally until it reached 2.23v. Then, few minutes later, an error 49 was triggered. The capacitor charging capacity was found out of specifications. Based on available information, the root cause of the reported issue is linked to a defective capacitor. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.